Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed no delivery excessively. The customer's blood glucose was 431 mg/dl. The customer stated that the insulin pump delivered insulin intermittently. He stated that the numbers were out of control. His most recent blood glucose was 127 mg/dl. He did not observe any symptoms of the high blood glucose. He advised that he treated the high blood glucose with a bolus via insulin pump. He stated that he had not been hospitalized. He declined to troubleshoot for the past no delivery alarm, stating that the alarm had been resolved by a complete set change. He stated that he had already discarded both the infusion set and reservoir. He declined to run the high pressure test, stating that he knew the insulin pump was working because it did inform him when insulin was not being delivered. He was advised to monitor his blood glucose and the device and to call back if the issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.